Manufacturer narrative:
The data provided by the customer did not indicate any instrument-related issues. Calibration and quality controls show good performance of the ion-selective electrode unit. A specific root cause could not be identified. The most likely root cause could be carry-over from a previous urine sample.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer obtained questionable test results for one patient sample using the ast aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation (ast) and ise indirect na, k, ci for gen.2 (potassium) assays. The initial results were released outside of the laboratory. The analyst attempted to repeat the sample twice, but received sample short errors and data flags which invalidated the results. The sample repeated successfully on the third repeat attempt, and corrected reports were issued with the repeat results. The initial ast result was 12.7 u/l; repeat result was 29.4 u/l. The initial potassium result was 6.44 mmol/l. Since this result was high, the sample was repeated with a result of 4.03 mmol/l. There was no allegation that an adverse event occurred. The ast reagent lot number and expiration date were not provided. The potassium electrode lot number is e96; the expiration date was not provided. Investigation activities are ongoing.